Event description:
Rptr had the tmj device implanted. These devices have now been recalled. Since surgery rptr reportedly has experienced increased pain, severe headaches, jaws locking and much swelling. As a result of this, rptr was evaluated by another dr, who did x-rays and cat scans. The evaluation revealed that the implant was not even approved by the FDA. Consequently rptr had a 13 hr surgery to explant the device. During explant, the surgeon had removal difficulties. The device shattered and caused a foreign body reaction in the form of a giant cell-type granuloma. Rptr also developed ankylosis and arthritic changes. The surgeon also discovered that rptr had bone loss in the jaw area so he had to take part of chin bone to reconstruct the area. Rptr also stated the device created a small hole in skull and caused loss of sensation in certain parts of pt's body.